Event description:
A customer contacted haemonetics on (B)(6) 2010 to report that the orthopat machine had no power. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation the machine powered on however blood was found in the centrifuge, driver board and power supply. The components which were contaminated or damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are record in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).